Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that during interrogation, the patient¿s generator was returned a vbat<eos error message. It was noted that the patient has not had surgery since her implant, so she has not been exposed to electrocautery since (B)(6) 2014. The patient has not been exposed to defibrillators, tens units, or other medical device that could have provided a current to the generator. It was noted that the patient has a magnetic desk at school. The patient was referred for a generator replacement. Although surgery is likely, it has not occurred to date. The patient was seen again and interrogation revealed that the patient¿s generator showed a full green power battery icon after running a system diagnostics test. The patient's programming history was reviewed and it shows that on (B)(6) 2015 the first three interrogations showed the patient's device disabled and gave the message that the patient was at vbat<eos. The battery voltage, however, shows 3.591v which is not at eos. Once the patient was re-programmed, the vbat<eos message was no longer seen on subsequent interrogations.